Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to non-reproducible false positive troponin (accutni) results generated by access immunoassay system. The results were not reported out of the laboratory. The customer did not report effect to the patients or user attributed or connected to the event.

Manufacturer narrative:
The samples were collected in lithium heparin tubes with gel. The customer's lab has procedure to repeat all new patient samples with accutni results of < 0.01 or > 0.03 ng/ml on an alternate analyzer. The samples are not re-spun prior to testing. The analyzer is currently performing within the qc specifications. Service was not dispatched for this event. A root cause for this event has not been determined.